Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hernia repair, the surgeon freed the hernia sac and fired the fixator to send out the first tack to fix the hernia sac. After removing it from the abdominal cavity, the nurse found that the head of the tack was exposed at the front end of the fixator. After it was tested to fire out the second tack, the head of the tack in the fixator was still exposed outside the opening of the fixator. The fixator could not be used normally. The surgeon considered that there was a problem with the arrangement of the tacks in the fixator and selected other alternatives to complete the surgery. There was extended surgical time for 30 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hernia repair, the surgeon freed the hernia sac and fired the fixator to send out the first tack to fix the hernia sac. After removing it from the abdominal cavity, the nurse found that the head of the tack was exposed at the front end of the fixator. After it was tested to fire out the second tack, the head of the tack in the fixator was still exposed outside the opening of the fixator. The fixator could not be used normally. The surgeon considered that there was a problem with the arrangement of the tacks in the fixator and selected other alternatives to complete the surgery. There was extended surgical time.